Event description:
Device was implanted on 11/20/90. The cuff was revised in 1995, day not indicated. The balloon was revised on 10/9/95. On 2/10/97 the pump was removed from the pt, reason not indicated, and replaced. Co has requested add'l info.